Event description:
During robotic prostatectomy, the team had problems with laproscopic c02 pressure being low. Attempted a number of things to fix the problem; started by changing out the disposable trocars, but c02 still leaked. It appeared that the leak was coming from the seals on the divinci trocars. All seals were switched out and it continued to leak. Then, vaseline gauze was wrapped around the instruments to block the leak a little bit, it helped for the time being.======================manufacturer response for trocar seals for davinci, da vinci surgical system======================the representative is waiting for risk mgmt to complete the report - the device(s) will be released to representative.======================manufacturer response for ethicon trocar bladeless endopath xcel, ethicon trocar bladeless endopath xcel w/stability sleeve======================the representative is waiting for risk mgmt to complete the report - the device(s) will be released to representative.======================manufacturer response for 12mm bladeless endopath xcel trocar w/stability sleeve, ethicon endo-surgery endopath excel bladeless trocar======================the representative is waiting for risk mgmt to complete the report - the device(s) will be released to representative.======================manufacturer response for 12mm bladeless endopath xcel trocar w/stability sleeve, ethicon endo-surgery endopath excel bladeless trocar======================the representative is waiting for risk mgmt to complete the report - the device(s) will be released to representative.======================manufacturer response for 12mm bladeless endopath xcel trocar w/stability sleeve, ethicon endo-surgery endopath excel bladeless trocar======================the representative is waiting for risk mgmt to complete the report - the device(s) will be released to representative.======================manufacturer response for ethicon trocar bladeless endopath xcel, ethicon trocar bladeless endopath xcel w/stability sleeve======================the representative is waiting for risk mgmt to complete the report - the device(s) will be released to representative.